Event description:
It was reported that the user experienced hyperglycemia (236 mg/dl) after a missed meal announcement, observed elevated automated basal delivery, and noted a discrepancy between cgm and fingerstick readings, after which the device was calibrated and the mobile app was reinstalled to address app performance concerns. Symptoms included none. Outcomes included self-management without outside assistance or medical intervention, with blood glucose trending down following corrective insulin delivery. Investigation included review of device data and user logs, confirmation of corrective algorithm activity, manual blood glucose testing, calibration, and mobile app reinstallation. Investigation of this case revealed that the hyperglycemia was associated with a missed meal announcement and that the device¿s corrective algorithm functioned as intended, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.